Manufacturer narrative:
The initial reporter's phone number:(B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening before use, the tube of the drain bag was kinked.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. The product had caused the reported failure. The sample was evaluated and found with a kink in the inlet tube near the sample port. When water was introduced, no obstruction was observed, and water flowed out through the kinked area without difficulty. However, the exact cause of how and when problem occurred could not be determined. The potential root cause for this failure mode could be due to operator's handling method/supplier defect. A review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Corrections made to tab(s) f and h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening before use, the tube of the drain bag was kinked.